Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) lead exhibited noise. The noise was oversensed on the rv lead and resulted in pacing inhibition and inappropriate shock therapy. The pacing inhibition did not result in greater than 2 seconds of asystole. Additionally, high out of range pacing impedance measurements greater than 2,000 ohms was observed. An invasive procedure was performed. The device was explanted and replaced and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported.